Event description:
Physician reported hospitalization due to diabetes ketoacidosis. The blood glucose reading is 413 mg/dl. Customer admitted into ICU. Hospital treated with insulin drip. The current blood glucose reading is 220 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.